Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not deliver pacing. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment. No problem was found. The instrument was checked and cleaned, calibration run was done and passed, performance check was done. All the parameters were working ok and the instrument was working ok. The device passed all final functional tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.